Event description:
It was reported that an attempt was made to canalize but the jelco used has holes that make it difficult to use. It was necessary to puncture the patient 2 more times. No patient injury was reported.

Manufacturer narrative:
No product sample was received, however, a picture was submitted for investigation. No testing or visual inspection could be performed, as no product was made available for evaluation. Without the defective unit, the reported event could not be confirmed. The device history record (DHR) is with the supplier. G5 is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).